Manufacturer narrative:
This report will be updated upon receipt of additional information.

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. Technical services reviewed disk analysis, and confirmed that the data showed no low voltage fault, however, the pg was depleting in a manner consistent with devices that have lv cap electrical performance diminished. There were no other suspicious faults or resets stored within the device memory, and therapy delivery was unaffected. The premature depletion resulted in an earlier than expected declaration of eri (elective replacement indicator). Technical services also indicated that the device has sufficient reserve capacity to provide a normal replacement window, and recommended replacement within 90 days of the eri declaration. No adverse patient effects were reported.

Event description:
It was reported that this device was exhibiting premature battery depletion. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of device data confirmed that no low voltage fault was declared; however, the device is depleting in a manner consistent with devices that have low voltage (lv) capacitor electrical performance diminished. There were no other suspicious faults or resets stored within the device memory, and therapy delivery is unaffected. The premature depletion resulted in an earlier than expected declaration of elective replacement time (eri). A technical services consultant indicated that the device has sufficient reserve capacity to provide a normal replacement window. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.